Event description:
In this event it is reported that contra angle 6:1 for vdw.gold/silver won't hold files. Outcome of patient injury is pending as of this MDR.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection found device to be extremely dirty needs to be cleaned and oiled, defective.

Event description:
Additional information was received indicating that no injury resulted.